Manufacturer narrative:
(B)(4): one plastic bag was returned containing one bottle of balance salt solution, one collection cassette assembly from unknown lot number, two opened dp8230s needles from lot w0752, three needle wrenches, two green needle tips, two blue irrigation sleeves and one small vial with a particle inside. Visual examination of the salt solution bottle found it nearly empty. The microscopic examination found no visible blue particles in the remaining solution. The cassette assembly was received without the original packaging therefore the part and lot numbers cannot be verified. The assembly is dirty with fluid inside. The cassette is approximately half full. The fluid is thick and cloudy, no blue particle are microscopically visible in the fluid. (B)(4): the microscopic examination found both needles have been used. The needles are dirty and dried solution is visible all over them. There is evidence of damage around the hub and threads. The examination of the needle wrenches found that two of the flat edges are damaged/marred. In addition a third needle and needle wrench assembly were returned in unknown sterilization pouch. Microscopic examination of this assembly found the needle has been used and evidence of damage are visible around the thread and hub of the needle. The needle was inspected and a blue debris is partially protruding from the tip. Small vial: inside the small vial a small particle was found wrapped in gauze. The particle is blue in color and is approximately 1.5mm long by 1mm wide. The two particles were sent to the lab for further analysis. The particles were analyzed using an energy-dispersive spectrometer (eds) equipped scanning electron microscope. The eds analysis indicated that the particle in the small vial consists primarily of polypropylene, while the particle in the needle consists primarily of organic silicone. The bl5110 disposable pack does not include polypropylene. The source of the particle cannot be determined. The lot number of the bl5110 pack was not provided therefore we were unable to review the manufacturing and sterilization records. The trend analysis, risk analysis and/or directions for use review were considered acceptable. With the product performing within anticipated rates.

Event description:
A report from an hospital in the (B)(6) stated that a particle was seen in the patient's eye during the surgery. The surgeon was able to remove the particle without any injury or consequences to the patient.